Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have charring and/or localized melting on the tube extension on the orange plastic. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding the tip being burnt through was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip burnt through tip cover during case. Visible burn mark on orange tape. The procedure was completed with no reported injury.